Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented for post op lasik enhancement and reported the left eye was much blurrier than the right. Reporter indicated the patient was referred to a corneal specialist for second opinion of possible ectasia, and possible cross-linking pending referral. Reporter indicated the corneal specialist consult confirmed likely early post operative ectasia. Additional information requested.